Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the severely tortuous, severely calcified and 100% stenotic distal left circumflex artery with chronic total occlusion. The physician advanced the 1.50x 15 mm maverick2 balloon to the lesion and inflated the balloon to 10 atms. Then the physician inflated the balloon to 10 atms a second time and it ruptured. The device was removed from the pt intact. The procedure was successfully completed with this device. Pt status is listed as "good."

Manufacturer narrative:
.